Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens -6.00 diopter in the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively removed due to low vault. This resolved the problem. Cause is unknown. Reportedly next operation date undecided.

Manufacturer narrative:
Weight-race:unk. PMA/510k: this product is not marketed in the us. Lens work order search-no similar complaints reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).